Manufacturer narrative:
Account found CPR handle stuck in release position. Account freed up the CPR handle and this resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the head section drifts down.